Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for out of range (oor) pacing impedance and a high number of short v-v intervals. Additionally, a possible ring fracture was reported. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.